Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. Information was learned through implant patient registry. Through followup with the health care provider, we learned the reason for explant. No further information regarding the availability of the device was provided. The device history record (DHR) review is currently in process.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the device was explanted after an implant duration of 0.2 months, due to mitral insufficiency.